Event description:
Philips received a complaint indicating that a trolley wheel's locking mechanism doesn¿t work on one wheel, and the customer needs part ID. It is unknown if the device was in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
H10: the customer declined service and repair, and remote service was canceled. An onsite work order was not generated, and troubleshooting was not performed. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6)2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.